Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter attempted to replace battery; however, there were traces of corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed two reboots after call service cs 054 alarms. Corrosion due to moisture was observed in the pump battery compartment and on the battery cap. The battery cap threads were stripped and the cap could not be fully secured to the pump to maintain power; the pump reboots were duplicated. A test cap was secured to the pump and power was maintained successfully. The pump was successfully primed and exercised for 24 hours with no power interruptions. The pump case was removed and no further evidence of moisture ingress or intermittent connection was found on the pc board.